Event description:
During remote follow-up, undersensing was observed. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition. Further information was requested but not yet available.